Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer stated that the insulin pump shut off without any warning, indicating an off no power alert. The customer stated that the insulin pump alarmed failed battery when she was in the bathroom. The customer's blood glucose was 44 mg/dl. The customer declined troubleshooting for the low blood glucose, as she had already treated with food. The customer stated that she had received a low battery alarm prior to the off no power alert. She stated that the battery had been used for about 20 days when the issue occurred. She reported that the failed battery alarm was not in the alarm history. A new battery was installed and seemed to be working thereafter. The customer ran a self test and it passed successfully. The customer was advised to monitor the insulin pump and call back if the issue recurred.